Event description:
On 9/18/93, pattern of v-fib was not auto graphed from monitor. Rn noted v-fib and pressed graph. Strip obtained stated v-tach 3-5. Physician felt there was possibly a run of v-tach prior to the pt's v-fib but no paper graphed out and no 3-beep alarm sounded with v-fib or other pattern. Alarm system was not turned off. Pt went into cardiac arrest and required rescucitative measures. Eval: device did not graph or alarm when pt went into v-fib condition. MFR's engineer ran simulator. Indifferent arrythmias and bedside alarm always sounded and graphed, including v-fib. All info was forwarded to complaint department at co.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: alarm failure. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.